Event description:
The customer had been receiving questionable ion selective electrode (ise) sodium results on their c501 analyzer for several days. The customer provided data for two patients, of which there was one patient with discrepant results reported outside the laboratory. The patient's initial sodium result was 128 mmol/l. A physician called in to question another, non-discrepant, sodium result and the customer decided to repeat this sample as well. The repeat sodium result was 141 mmol/l on a different c501 analyzer (serial number (B)(4)). The customer believed the repeat result was correct and it was issued as a corrected report. It is unknown if the patient was adversely affected by this event. The sodium electrode lot number and expiration date were not provided. The field service representative could not determine the cause of the event. The customer had recalibrated the system before his arrival and quality control and patient samples matched. He checked the system and found all to be in working order. He performed an ise check and verified the system was operating to the manufacturer's specification. Customer performed calibration and quality control with passing results.

Manufacturer narrative:
A root cause could not be determined based on the information provided. Calibration was within specification at the time of the event. Quality controls were within specification. No adverse events were reported.

Manufacturer narrative:
.